Manufacturer narrative:
The beckman coulter, inc. (Bci) fse (field service engineer) replaced the carbon bridge and while this resolved the problem, a clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for additional reportable events.

Event description:
Customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were being generated on their unicel dxc 600 instrument over a period of about 3 months. Prior to each event, the qc (quality control) results were within the lab's established ranges. The customer indicated that a pm (preventative maintenance) was conducted on (B)(6) 2009 which did not correct the problem. Customer indicated that multiple pt results were reported outside of the laboratory. There is no report of any adverse event or serious injury related to this event but it is not known if there was any change to pt treatment.